Manufacturer narrative:
The investigation into the automated impella controller (aic) broken disc retainer has been completed. Logs are not relevant to this complaint. The device was received at field service. The cause of the issue was a broken purge retainer.

Event description:
The user facility's biomedical engineer reported the automated impella controller (aic) purge disc retainer was damaged. There was no patient involvement.